Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) scanner was not working. A field service engineer removed the bio-ID scanner, reseated the connections, and cleaned the lens to resolve. The customer then tested fingerprint successfully on the station. A proactive inspection was also performed on the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, biometric identifier scanner was not working. The customer stated that this malfunction occurred when the user tried to dispense medication to patients. However, there were no delay or adverse events or injuries reported based on this event.